Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels exceeded 20 mmol/l (360 mg/dl) while wearing the pod longer than 48 hours on the hip/buttocks. Corrections were administered but his bg levels did not decrease. The patient noted the adhesive was loose and smelled insulin, which seemed like it was leaking. Upon inspection of the cannula the patient noted it was bent but was unsure if it was bent when the pod was initially removed or if this occurred after. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of a damaged cannula. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive inline and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time.